Manufacturer narrative:
One 8f fast-cath introducer sheath and dilator were received for evaluation.  The sheath and dilator had been punctured proximal to the distal tip. Functional testing with a brk needle was not performed because the complaint introducer is a swartz right sided (sr series) guiding introducer dilator, not a transseptal introducer dilator. For transseptal access with a brk needle, swartz left sided (sl series) transseptal guiding introducers are recommended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the puncture is consistent with the incorrect use of the device.

Event description:
During a cryo-pulmonary vein isolation procedure, during transseptal puncture, it was noticed that the sheath became punctured. The device was replaced and the procedure was completed with no adverse patient consequences.